Event description:
The pt's wife reported that "a few weeks ago" her husband's surestep meter gave repeated er1 messages. He was feeling ill with chills and fever due to "infectious boils" on his body. Unable to obtain a result, the pt was transported to the hosp where 2 hours later, the ER meter (brand unk) was 400 mg/dl. The pt was admitted and treated with intravenous insulin, antibiotics and other drugs. He was released approx 1 week leter. The reporter stated that the pt's hopsitalization was due to fever and chills from infection.